Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, following the loading process, an infold to the third node was observed. The valve was reloaded, however, the infold to the third node remained present. After a pre-implant balloon dilatation with a 20mm balloon was performed, the valve was inserted and deployed in the patient, but an infold was observed in the valve frame. Due to the infolding, a decision was made to use a new valve, which was then implanted successfully. No patient complications have been reported as a result of this event. Additional information was received indicating that a limited procedural delay occurred as a result of the infold due to the time needed to load a new valve.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: 0012617227; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, following the loading process, an infold to the third node was observed. The valve was reloaded, however, the infold to the third node remained present. After a pre-implant balloon dilatation with a 20mm balloon was performed, the valve was inserted and deployed in the patient, but an infold was observed in the valve frame. Due to the infolding, a decision was made to use a new valve, which was then implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which noted that the patient's anatomy was calcified.